Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. The device was inspected and tested on (B)(6) 2017. Within this inspection, functional testing and visual inspection was made. The device was slightly out of specification, however these deviations are not relevant to the reported event. It generally cannot be excluded that the device has contributed to the event. From our experience we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
On (B)(6) 2017 distributor stated: the clinic has a radiolucent skull clamp in which the head of the patient moved after fixation. They had this problem several times. No patient was injured but for safety reasons they want to send the clamp in for a check-up.